Event description:
It was reported by the customer that when using the bd pyxis¿ es server, users were unable to log in to handhelds, computers, or pyxis machines. The customer reported that a malfunction caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users were unable to log in to handhelds, computers, or pyxis machines. A technical support specialist dialed into the database server and verified uptime. Dialed into the report server and verified that the server was recently rebooted. Dialed into the application server; found data synchronization service, external messaging service, pyxis dispensing maintenance service and carefusion aria agent was running. The tss re-established the connection to health sight data manager under pes (patient encounter system) and found hsv (health sight viewer) showing 3devices not communicating. The tss followed the same procedure for wi server (windows infrastructure) and restarted the external messaging services and reduced the number of devices not communicating. The etl (extract transfer and load) delayed, checked ssms (sql server management studio), etl job failed and restarted etl job. The server reboot resolved the issue and found the devices were now communicating, which was confirmed by the customer. The system functioned as intended after the technical support specialist troubleshot the issue. D4 & h4: UDI and manufacturer date not available.